Manufacturer narrative:
Complaint conclusion: as reported by the smart pms for superficial femoral artery (sfa) study, a smart (120 150, sfa - 7x150mm) stent was implanted in the target lesion without any issue. Approximately three years later, a small type 1 fracture of the smart stent was confirmed by x-ray photos. The target lesion was the middle portion of the left femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown. The device remains implanted in the patient, and is therefore not available to be returned for analysis. Also, no images of the fractured stent were received for analysis. A device history record (DHR) review of lot 15844403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent-fractured in patient¿ could not be confirmed as images of the device were not returned for analysis. The exact cause of the event could not be determined during analysis. Based on the limited information available for review, there are multiple factors that can contribute to stent fracture in the superficial femoral artery (sfa). The sfa is a very dynamic vessel that undergoes biomechanical forces such as flexion, torsion, compression, and elongation. The anatomy of the superficial femoral artery is complicated and is likely the largest contributor to stent failures. The extrinsic dynamic forces of compression, torsion, and expansion can predispose stents to fracture. Also, the cumulative length of the stented segment unequivocally has been identified as the most important determinant for material fatigue and subsequent fracture. In this case, vessel/lesion characteristics, procedural factors and/or biomechanical forces may have contributed to the stent fracture of the 150mm stent. According to the instructions for use ¿safety and effectiveness has not been demonstrated in: lesions that are either totally or densely calcified. If resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The stent is not designed to be lengthened or shortened past its nominal length. Excessive stent lengthening or shortening may increase the risk of stent fracture.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported by the smart pms for superficial femoral artery (sfa) study, a smart (120 150, sfa - 7x150mm) stent was implanted in the target lesion without any issue. Approximately three years later, a small type 1 fracture of the smart stent was confirmed by x-ray photos. The target lesion was the middle portion of the left femoral artery. The patient¿s vessel level of tortuousness and calcification was unknown. The rate of stenosis was unknown.